Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
The length of hospitalization information provided with initial report was incorrect. The correct information has been provided in this summary. (B)(4).

Event description:
The customer was reported via phone call that, the customer went to emergency room on (B)(6) 2020 due to low blood glucose.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer went to emergency room on (B)(6) 2020 due to low blood glucose for 2 hours. The blood glucose at the time of the incident was 13 mg/dl and the current blood glucose was 113 mg/dl. The customer treated low blood glucose with intravenous fluid. The customer was not using auto mode function at the time of the event. The customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.